Event description:
It was reported via repair work order that the headend of the bed had reduced brake force due to a damaged brake adjuster. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental report submitted to include 510(k)# for the product.

Event description:
It was reported via repair work order that the headend of the bed had reduced brake force due to a damaged brake adjuster. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.